Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device were displaying noise, oversensing and pacing inhibition. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported. The lead was returned for analysis.